Event description:
It was reported that the patient underwent an implant and removal of the intraocular lens (iol) on (B)(6) 2012 due to a folding issue. It was stated that the incision was enlarged to remove the iol. Another lens was used of the same model. It was reported that a suture was used and there was no patient injury.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The sample was inspected with a microscope at 10x magnification. Visual inspection revealed surface residuals (fibers, particles, and stains) on the lens surface. Surface residuals were compatible with handling the lens out of sterile environment. No other unacceptable cosmetic defects related with the manufacturing process were found in the returned lens. There were no defects found in the returned lens that could have caused a folding issue or incision enlargement. All pertinent information available to the manufacturer has been submitted.